Event description:
A 8mm diameter x 60mm length bridge assurant biliary stent was implanted in a pt for treatment of a right internal iliac artery stenosis in 2002. The vessel was moderately calcified and non-tortuous. Following the successful deployment of two 8m x 30mm bridge assurant biliary stents, the physician attempted to insert the 8mm x 60mm stent through a 6 french brite tip cordis sheath to treat a long segment of the internal iliac artrey. The advancement of the stent delivery system through the sheath was met with resistance and the device was tracked to the intended position. The stent was successfully deployed, however, the system was unable to be completely deflated. The physician re-inflated the balloon in an attempt to deflate it again; however, the balloon would not deflate. It was reported that the physician then inserted a needle through the pt's skin and through the stent to puncture the balloon. The balloon deflated and attempts were made to retract the catheter through the sheath. The distal portion of the catheter was unable to be retracted through the sheath and following the subsequent attempts to retract the system, the catheter separated. The physician was able to successfully remove the sheath with the balloon still lodged within the sheath. No clinical sequelae were reported, and the pt is reported to be fine.